Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and power error alarm. Customer stated that insulin pump was not working and screen was not move out from power loss. Customer was not able to clear the alarm. Customer was declined to troubleshoot. Customer stated they were not able to rewind the pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.